Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on normally with the returned battery cap. The battery cap tightened appropriately to the pump, and the battery compartment was observed to be intact. A review of the black box showed evidence of excessive battery usage/short battery life. During testing, current draws were out of specifications. Visual inspection revealed that the pump casing was cracked in the right corner of the display area. Leak testing failed due to the cracked casing. The pump casing was removed, and there was evidence of moisture contamination inside the pump and on the continuous glucose monitoring (cgm) board. The cgm board was unplugged for testing, and current draws returned to within specification.